Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred and the patient was sent to surgery. The physician was doing a ptca of the rca. The lesion was predilated with a 1.5x12mm sprinter balloon. A taxus express2 3.0x 16mm drug eluting stent was used to treat the lesion in the mildly tortuous proximal rca. The stent balloon was deflated and the physician attmepted to pull back the balloon catheter but was unable to retrieve it. After unsuccessfully attempting to remove the balloon he decided to send the patient to surgery to have it removed. No further patient complications were reported. Additional information has been requested but not received.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record could not be performed as the batch number is unknown. As the batch number is unk, it is not possible to determine if any additional complaints have been received for this particular batch of devices. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident.